Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low out of range pacing impedances that were less than 200 ohms. The ra lead impedances have been low since implant. This ra lead was explanted and replaced. During the explant procedure, the ra lead was tested on the pacing system analyzer (psa). The psa confirmed the lead was the cause of the observations. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead found that tissue was observed in the tip area of the lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.